Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of the device information provided indicates that the reported device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liners. It is unclear if the device involved in this complaint failed as a result of this previously identified issue as the device was not returned for evaluation. Without the actual device involved, our investigation cannot proceed. No additional actions are being taken at this time. We consider this investigation closed. If additional information is received in the future, this complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision hip surgery was performed due to a squeaking and a fractured implant.